Event description:
The medical air compressor on the servo ventilator has been blowing the main line fuse to the air compressor. To date the MFR has not been able to correct the problem. 3 units of 5 purchased have had this problem. Units were purchased in oct/nov 1997.